Manufacturer narrative:
(B)(6). Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was a complete separation at 29cm distal of the strain relief. There was blood in the guidewire lumen. The balloon was loosely folded. Microscopic inspection revealed tip damage. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported difficulties advancing the device.

Event description:
Reportable based on device analysis completed on 24mar2020. It was reported that advancing difficulties were encountered. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 1.50mm x 15mm maverick balloon catheter was selected for used but failed to advanced. The procedure was completed with a different device. No patient complications were reported and patient status was stable. However, returned device analysis revealed shaft detached/separated.